Manufacturer narrative:
The reported event of backup operation was confirmed. The device image was found to be corrupt and was not able to be reviewed. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. Stress testing was performed several times to reproduce the reset, unfortunately, the failure was lost, and the cause of the backup operation was unable to be determined.

Event description:
It was reported that the patient presented in clinic after experiencing a vibrational alarm. Upon interrogation it was noted the device was in back up mode. Technical support was contacted and recommended reprogramming to resolve the event and replacement if the device entered back up mode again. The device was reprogrammed, however, during another in clinic follow up the device was found to be in back up mode again. The device was explanted and replaced to resolve the event. The patient was stable.